Event description:
It was reported that sometime following the carotid stenting procedure, the pt came back to the hosp as the pt had experienced an intracranial stroke. It was reported that during an additional visit in 2005, the pt had experienced an intracranial hemorrhage. The pt was given drug treatment and intubation. The pt died the following day, from complications of the intracranial bleed. The pt experienced hyperventilation prior to a transfer and then, proceeded to decompensate requiring intubation. Also, the pt previously had a left carotid endarterectomy, two years ago. No additional info was available.